Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection revealed the device to in okay condition with the left and right plunger cases damaged. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion tests, the check clutch error could not be duplicated. It was noted during testing, that the lead screw and carriage nut of the device were tightened down to specification. Investigation was unable to determine the root cause of the check clutch error. As a preventative measure the position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.